Event description:
It was reported that the patient's device had reached elective replacement indicator status. Patient stated they are feeling more t ired than usual and pulse and blood pressure measurements have been more variable. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2005. (B)(4).